Event description:
It was initially reported that the patient had prophylactic generator replacement surgery. The explanted generator was returned to the manufacturer for analysis. Analysis found that the device had reached an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device did not perform according to functional specifications of the current automated post burn test with external power supply set to 2.4v parameter. The resistor r12 component, a component in the eri circuit was open, which analysis in the pa lab determined was the root cause. With r12 electrically open the elective-replacement-indicator would not set. After the r12 component was substituted, bench analysis of the device determined that the eri function was normal. Analysis of the generator in the lab concluded that the open r12 component had no adverse impact on device performance or battery longevity. Other than the open r12 resistor condition (lack of eri function), analysis in the pa lab concluded that there were no other performance or any other type of adverse condition found with the pulse generator. Despite the condition of this component, the device successfully completed post-burn electrical testing during initial manufacture of the device, which specifically evaluates the functionality of this component; however, a subsequent review of electrical test system (ets) software source code confirmed that due to an incorrectly designed test, the test system was unable to detect such events. The aforementioned bit masking issue was corrected with the electrical test software.

Manufacturer narrative:
.